Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they had a revision surgery 2 weeks ago and the "device got wiped," meaning that after the surgery, the patient encountered the 'internal device has lost all data' message on their programmer. The patient stated they had contacted their health care professional (hcp) office and stated they were told that they would not be able to meet with a manufacturer representative (rep) until the 21st because that was the next time they would be in the area. The patient was redirected to their hcp to further address the issue. The patient was very upset, started crying, and abruptly ended the call before any further event details could be collected. The patient did not specify reason for revision.